Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she didn¿t know why it started changing settings without touching it. The patient reported that he shut off the part she never used and so far, everything was good on that. The patient reported that it still felt like it shuts off sometimes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she wanted her device checked because she didn¿t feel the stimulation at times that goes down her left arm. The patient stated she turned it off and back on and was able to feel it again sometimes. The patient noted the problem had been on and off for probably a year. The patient mentioned within the last two weeks she had sharp pains in her head and it got to the point where it was causing her head to pull down to her shoulder. The patient was directed to follow-up with the healthcare provider to have the device checked. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.